Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtm) to correct issues with error 1 on system at power up according to isi procedures. System was verified ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported problem was confirmed and replicated. Upon visual inspection, the mtm 2 was installed onto a golden system where the error was triggered indicating fault on the slip ring board and black / white ffc (flat flex cable) from embedded serializer in master base (esmb), replicating the reported event. The mtm 2 was then installed onto a sftp where power up was found to be failing on the slip ring board and black / white ffc from esmb. Once testing was completed, the slip ring board and black / white ffc from esmb were aba tested and was verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to electrical and fiberoptic defect associated with the slip ring board and black / white ffc from esmb.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report the system presented error 1 and they were unable to deploy for docking. The tse reviewed the error logs and identified that the reported error was coming from surgeon side console (ssc) 1 (B)(6). The customer was able to power the system down normally and power off ssc 1 with the breaker at the rear of the console. The customer was then able to power the system on normally without ssc 1 and advised they would complete the procedure with ssc 2 (B)(6) until the system was serviced. The procedure was completed with no reported injury.